Event description:
It was reported the devices were not used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the outer gaskets tore. There was no pt consequence.

Manufacturer narrative:
Tracking #.48008. Device-a. Device not returned for analysis.